Event description:
Patient is having pain around her pain pump. She stated she has had this pain pump for over 5 years and she was not sure if the jakafi could be causing pain and swelling around the pump. She is treating with tylenol until she can get the area examined.